Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
The clinical manager at the user facility revealed that a dialyzer blood leak occurred immediately after the hemodialysis (hd) treatment was initiated. The internal blood leak was visible at the arterial end of the dialyzer. A 2008t hd machine was in use during the hd therapy and alarmed appropriately. Blood leak test strips were used and returned a negative result. . The blood within the extracorporeal circuit was returned to the patient. The patient was re-setup on the same 2008t hd machine, and then the hd therapy was continued and successfully completed with no further issues. No patient adverse effects were experienced and no medical intervention was required as a result of this event. Follow-up was received by the clinical manager who revealed that the patient's estimated blood loss (ebl) was "very minimal." No damage was observed to the dialyzer or its packaging. A fresenius bloodline was in use during the patient¿s hd treatment. The dialyzer was not available to be returned to the manufacturer for evaluation as it was discarded by the user facility.